Manufacturer narrative:
The device MFR date was not available as no lot number of the device was provided. The device was not returned, and therefore, was not evaluated. The software investigation found that the sys was fully functional and that the issue was related to the instrument.

Event description:
A medtronic rep called to report the surgeon was able to track all of the instruments, except for the passive biopsy needle. They tried cleaning the passive markers on the needle, resetting the surgical plan and moving the camera to resolve the issue, but that none of these steps corrected the issue. They explained that the needle flickered between red and yellow status. If was reported that the surgeon was able to use the sys for the procedure, with no pt impact.